Manufacturer narrative:
Initial reporter occupation: clinical practice and education specialist. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd phaseal optima injector (n35-o) experienced a loose injector or separation of injector and mating component during use. The following information was provided by the initial reporter: material no: 515052, batch no: 1906101. Event description: (B)(6) yr old male (weight (B)(6) kg). 24 hr infusion without antisiphon valve. Disconnect: (B)(6) 2019 ~ 12 hrs into infusion.

Manufacturer narrative:
Investigation: two sample injectors were returned to our quality engineer for evaluation. The product was visually inspected, no defects or damage was identified. Dimensional testing was performed on the received injector, verifying all critical dimensions are within specification. Testing was completed, engaging and disengaging the injector and a sample connector from lot 1904104. In all cases the product functioned as intended and the failure could not be replicated. Four retained injector samples of the same lot were used for additional evaluation. The same testing was performed, engaging and disengaging the device from sample connectors and again the product functioned properly in all units observed. A device history review was performed for lot 1906101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. While we could not identify a root cause at this time, an investigation has been initiated to look further into this matter. CAPA#1186628 was initiated.

Event description:
It was reported that an unspecified number of bd phaseal optima injector (n35-o) experienced a loose injector or separation of injector and mating component during use. The following information was provided by the initial reporter: material no: 515052 batch no: 1906101. Event description: 62 yr old male (weight 72.7 kg). 24 hr infusion without antisiphon valve. Disconnect: (B)(6) 2019 ~ 12 hrs into infusion.